Event description:
New information received states that the device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained vf was remotely observed. The stored egm showed noise detection and inappropriate therapy was suspected. On a subsequent follow-up, it was noted that noise had triggered a shock therapy delivery. Noise could not be reproduced during myopotential tests. The lead remains implanted.